Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's hernia recurrence. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the repair of an inguinal hernia and was implanted with a bard/davol pre-shaped mesh. Postoperatively the patient experienced a "bump and pain." As reported this condition was identified as a hernia recurrence. It is alleged that the patient underwent a revision procedure and the mesh was removed and replaced with another implant. As reported the patient experiences ongoing pain, alleged to be due to the initial implant.